Event description:
It was stated that, the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 481 mg/dl during the phone call. Prior to the hospitalization the customer changed the infusion set but the blood glucose remained high. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. The insulin pump was functioning as designed. It was also stated, that the customer had been having bent cannulas, but has not been able to try a different infusion set.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.